Manufacturer narrative:
Investigation was done on 11/11/2020. Visual inspection: the following observations were made during the visual inspection: - no abnormalities were detected. Permeability test: the test showed that the progav 2.0 is permeable. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, some deposits were found in progav 2.0. Results: based on our investigation, we are not able to substantiate the claim of "blockage". However, we assume that the clearly deposits found within the valve may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
The product was received on 11/06/2020 for investigation. Only the progav 2.0 valve was send in. The investigation could be performed.

Manufacturer narrative:
The product for investigation has not yet reached us. When additional informations are provided a follow up will be submitted.

Event description:
It was reported that there was a problem with a progav 2.0 shuntsystem. The shuntsystem is blocked. Patient informations: date of implantation: (B)(6) 2017, date of removal: (B)(6) 2020, age: (B)(6), height cm: unknown, weight kg: 15, gender: unknown.